Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat and delamination of the diaphragm valve. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve and device appearance observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.